Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). As a result, the customer was asymptomatic and self-treated with fruit paste and compote and subsequently stabilized. The nurse advised the customer regarding insulin dose management; and administered an insulin (dose/type unknown) to the customer. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 55 mg/dl was compared to a competitor meter result of 300 mg/dl. The length of wear was 3 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.